Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it had been four months since surgery and it was still hitting them in the ribcage. The health care professional (hcp) to arrange for the manufacturer to send someone to their appointment on friday. There was stimulation in undesired location. It was noted that it had already been almost five months and it had not resolved. The patient was to follow-up with the hcp. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.